Manufacturer narrative:
Evaluation summary: hawkone and spider fx capture wire were received for investigation. The spider fx capture wire was separated at the snap wire location. The proximal segment (black) of the capture wire snapped from the segment with the ptfe coating (green/yellow). The filter, coiled tip, marker bands, and ro horseshoe were not included with the returned contents. The ptfe coated segment showed the filter assembly fractured apart from the capture wire. The length of the ptfe segment was approximately 186 cm with a noted bend at approximately 38 cm and 185 cm from the distal tip. It should be noted according to the product labelling the length of this segment which would include the filter assembly was 190 cm. No stripping of the ptfe coating was observed. The distal end of the capture where the filter assembly fractured and separated showed a ductile fracture face.

Event description:
Physician attempted to treat patient at the left proximal, mid and distal superficial femoral artery using a hawkone and spider device. It is reported that the hawkone was used in in-stent restenosis(isr) and physician was aware it was off label. The spider device was used per IFU. Atherectomy was performed with no issues noted. Physician then reached an area where device could not advance. Physician attempted to withdraw device but severe resistance was experienced and device was unable to be removed. Force was applied to attempt to remove device causing the nosecone of the hawkone to detach at the hinge pin. Physician attempted to 'buddy' the spider device with another wire to attempt retrieval but was unsuccessful. During attempted retrieval the spider filter also detached. Both the hawkone detached nosecone and the spider detached filter are currently lodged in the calcified cto. No patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.